Event description:
Procedure type: lap chole. According to the reporter: during use, the plus seal disengaged. A new instrument was used to complete the procedure. There was no additional bleeding and nothing fell into the patient cavity. No tissue damaged. Operating time was not extended more than 30mins. No patient injury was reported. No patient info available.

Manufacturer narrative:
(B) (4).